Event description:
It was reported that during an ablation, the physician noticed char on the tip of the catheter after replacing the catheter from one chamber to another. The approximate size of the char was 1mm3. The rf generator was in power control mode. The case was completed by replacing with another navistar thermocool catheter without any patient consequence.

Manufacturer narrative:
(B)(4). The returned device was evaluated visually and char was observed at the tip of the catheter upon receipt. The catheter was tested for electrical performance, stockert compatibility, for thermal sensor response and for patency flow characteristics. The catheter passed all these tests. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.

Manufacturer narrative:
(B)(4).